Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient was seen for a routine follow up. The patient¿s devices was programmed to vvir due to chronic atrial fibrillation (af). The previously follow up showed two years remaining. It was noted that the device had triggered end of life (eol) (B)(6) 2017. Premature battery depletion as alleged. The patient had no adverse effects due to the change in programmed to vvi50. A replacement has been scheduled. No adverse patient effects were reported.

Event description:
Additional information noted that the device was explanted, but will not be returned. No additional adverse patient effects were reported.